Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 203 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.